Event description:
Reporter alleged, that on (B) (6) 2009, the pt received a discrepant blood glucose result of 519 mg/dl at 4:54 back to back with a result of 179 mg/dl at 5:00 on the inform system when testing was performed within 10 mins. Reporter alleged, that on (B) (6) 2009, the pt received a discrepant blood glucose result of hi (greater than 600 mg/dl) at 2:19 back to back with a result of 153 mg/dl at 2:24 on the inform system when testing was performed within 10 mins. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.